Event description:
Abscess - a 61 year old female with a history of chronic partial obstruction underwent a laparotomy for obstruction. At the end of surgery 5 sheets of seprafilm were placed in the abdominal cavity. At postoperative day 17 the pt developed a fever and lower abdominal pain. The pt was diagnosed with an abscess below the abdominal wall... The reporting physician assessed the event as possibly related seprafilm.